Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with noise over-sensing from the atrial lead. The over-sensing caused inappropriate automatic mode switch episodes and atrial tachycardia and fibrillation detection. The noise was not reproducible. No intervention was performed at the doctor's discretion. Patient had no consequences as a result of this event.